Event description:
The customer reported a falsely decreased potassium result for one patient sample while running on the architect c4000 processing module. The following data was provided: initial results reported on friday (B)(6)2023, sid (B)(6) potassium = 1.41 mmol/l (low linearity limit = 1.0 mmol/l) the customer stated the patient was dehydrated therefore the nurse didn¿t question the initial results that were given verbally over the phone. Repeated testing on tuesday (B)(6)2023: potassium = 4.48 mmol/l customer¿s normal range: potassium: 3.5 ¿ 5.3 mmol/l the customer was alerted by a staff member as the patient¿s family member contacted the staff member to let them know when the patient was transferred to another hospital (B)(6) friday evening, a new sample was drawn from the patient. The test results from cuh were all in range. The patient was discharged the following morning. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect c4000 results while using architect ict sample diluent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. However, as part of the troubleshooting, the samples were retested and gave acceptable results. In addition, the quality control results were in ranges at the time of the incident, which indicates the assay was performing within specifications. A search for similar complaints for architect ict sample diluent lot 03446un22 did not identify an increase in complaints. Ticket trending review did not identify any related trends for the product for the issue. Device history review did not identify any non-conformances or deviations with lot 03446un22. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ict sample diluent lot 03446un22 was identified.corrected information in section: g1 contact office address, contact office email

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased potassium result for one patient sample while running on the architect c4000 processing module. The following data was provided: initial results reported on (B)(6) 2023, sid (B)(6). Potassium = 1.41 mmol/l (low linearity limit = 1.0 mmol/l). The customer stated the patient was dehydrated therefore the nurse didn¿t question the initial results that were given verbally over the phone. Repeated testing on tuesday (B)(6) 2023: potassium = 4.48 mmol/l. Customer¿s normal range: potassium: 3.5 ¿ 5.3 mmol/l. The customer was alerted by a staff member as the patient¿s family member contacted the staff member to let them know when the patient was transferred to another hospital ((B)(6)) friday evening, a new sample was drawn from the patient. The test results from cuh were all in range. The patient was discharged the following morning. There was no further impact to patient management reported.